Event description:
In 2009, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra mini meter displayed the error 2 message. The complaint was classified based on the initial information provided to the customer care advocate (cca). The mother said the error 2 message started at 11:20 am while the patient, a child was at school. School personnel apparently attempted to test the patient's blood glucose at least two times at lunchtime and received the error 2 message and no blood glucose reading. The school personnel called the mother, who brought a back up meter to the school. At 12:50 pm, the mother tested the patient with the backup meter and received a result of 426 mg/dl. She said the patient acted "higher than a kite; he was sweaty, shaky, and ornery." At 12:50 pm, the mother gave the patient an injection of 4 units novolog insulin based on his sliding scale. The cca noted that the mother no longer had the test strips used at the time of issue. The cca walked the mother through performing a successful blood glucose test using a new vial of test strips. The patient's products were replaced. This complaint is reported because the mother alleges that the lfs product displayed the error message and the patient's blood glucose could not be tested at lunchtime. The mother claims the patient blood glucose could not be tested until 1 1/2 hours later and at that time, the patient experienced symptoms and had a blood glucose reading of 426 mg/dl and was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.